Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a procedure, during the first firing, the surgeon was able to press the green button and the handle could be squeezed but the device could not be fired. Another device was used to complete the case. There was no patient injury.